Event description:
The reporter contacted animas on (B)(6) 2015 alleging that while on insulin pump therapy, the patient experienced blood glucose (bg) excursions ranging between 30 mg/dl and = 250 mg/dl with symptoms suggestive of hypoglycemia including difficulty speaking, confusion and cognitive impairment. The reported stated that treatment with food and/or drink was provided by a sports medicine health care provider. It was reported that the pump¿s time and date had reset to the factory default setting after the battery had been removed for less than 24 hours. The reporter stated that when the patient was prompted by the pump to set and verify the time and date, the patient had reversed the am/pm setting for a week, causing high bg during the day and low bg during the night. This complaint is being reported because the patient experienced blood glucose excursions while on insulin pump therapy using a pump that reverted to the factory default time and date setting and incorrectly resetting the time and date.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/05/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: review of the black box data did not reveal any records of time/date reset. The total daily dose records contain data from (B)(6) 2015 to 01/01/2007 and from 01/03/2007 to (B)(6) 2015. The daily insulin delivery totals correctly reflected the user¿s programmed basal rates. On investigation, the pump was exercised for 24 hours without issue and was found to be delivering accurately. Afterward, the battery was removed from the pump for 6 hours. After the battery was re-inserted, the pump powered on with the time and date reset to the factory default setting; investigation duplicated the complaint. The pump was opened for investigation and revealed the internal clock battery was leaking; unable to hold charge. Unrelated to the original complaint, the battery compartment was noted to be cracked below the bumper pad.